Event description:
It was reported that the customer experienced a blood glucose (bg) level "high"; although specific value was not provided. Reportedly, the customer removed the pump and was giving manual injections for insulin delivery to address their bg level. The customer alleged that the pump was not delivering boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and bolus was delivered. The customer acknowledged and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.